Event description:
Per the clinic, the patient experienced chronic ear infections; however, the issue could not be resolved. The device was explanted on (B)(6) 2014. There are no plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
The report is filed october 1, 2015.